Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the texium connector leaked around the seal between the green and white pieces. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection showed no anomalies. Functional testing found no anomalies. The root cause of the customer¿s report of a texium leak was not identified.

Event description:
The customer reported that the texium connector leaked around the seal between the green and white pieces. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter infusion bag; non-bd secondary set; td unk.

Event description:
The customer reported that the texium connector leaked around the seal between the green and white pieces. There was no report of patient harm.